Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the luer tip and needle connection are unstable so the medication leaks. To aid in the investigation, one sample with no packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed and the syringe barrel luer tip has been broken. Two needle assemblies were received with the sample. The syringe barrel luer tip is in the needle hub of one of the needle assemblies. The three photos provided show the sample received. Previous testing revealed that using excessive force when the needle hub is attached into the syringe barrel luer can cause the luer tip to break. A device history record review was completed for provided material number 302832, lot 2278473. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. The luer tip and needle connection are unstable. So the drug leaks. The needle is not bd's, it is a domestic product. ((B)(4)) I'll send you a sample together.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leakage. The following information was provided by the initial reporter: the luer tip and needle connection are unstable. So the drug leaks. The needle is not bd's, it is a domestic product. (Hwajin) I'll send you a sample together.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.